Event description:
In 2009, the lay user/pt's spouse contacted lifescan (lfs) alleging that the pt's onetouch ultra meter was reading inaccurately high. The medical surveillance specialist spoke with the pt on march 31, 2009 and obtained the following info. The pt reported that the alleged inaccuracy began on the early morning of original date. At 2:30am that morning, the pt stated that she woke up from her sleep because her "heart was pounding" more than usual; a symptom she associated with a high glucose. At that time, she tested with the subject meter and obtained a reading of "266 mg/dl." As a result of the reading, the pt claimed she took 20 units of novolin r and then went back to bed. At 7:30am that morning she retested and obtained a result in the "270 mg/dl" range. The pt stated she took an additional 20 units of novolin r based on the meter reading. At approximately 9:30am that same morning, the pt claimed she began to fell a little shaky, dizzy, and her vision was "spotty." At 10:00am she tested with the subject meter for the 3rd time and once again obtained a result in the "270 mg/dl" range. Despite feeling low, the pt reported that she took an additional 20 units of novolin r insulin based on the meter result. After administering the insulin, the pt stated she then tested her spouse and son with the subject meter and when they obtained results in the high 200 mg/dl range she realized there was a problem with the meter and immediately treated self with food and drink. The pt was then advised by an advise nurse to contact emergency services. At approximately 12:40pm that afternoon, the pt stated she was tested with an ems meter and obtained a reading of " 64 mg/dl" and was treated with glucose gel. At the time of troubleshooting, the customer care advocate noted that the pt was using expired test strips. Replaced products were sent to the pt. This complaint is being reported because the pt claims she obtained inaccurate high readings on the subject meter, administered treatment based on the alleged results, and reportedly was treated for sever hypoglycemia by an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.